Event description:
The customer reported this lead was explanted due to no sensing and reposition was attempted, but the lead would not stay in place; the pt's first symptom was on (B)(6) 2010, when he was being discharged with phrenic stimulation. Unfortunately, he told his floor nurse and no one else. The nurse did not report the issue. On (B)(6) 2010, he was called for his first telephone check and when asked he provided the symptom. He was then asked to come into the pacer clinic. They determined it was the atrial lead as the problem. The lead captured at 2.5v but it no longer sensed; impedance was 515 ohms. The phrenic stimulation was felt all the way down to 2.5v. The device was reprogrammed to vvir; a chest x-ray was then done. The cxr revealed that the atrial lead did pop out of position toward the superior svc. The surgeons made the decision to bring him back to reposition the lead on (B)(6) 2010. On (B)(6) 2010, we attempted to reposition this passive lead, but it seemed after each time we were sure it was a good position and sutured the lead down; the lead would once again pop out of position. We tried this 4 times with a new position each time and we even tried adding more slack and taking away slack to see if that would help, but it did not. I had suggested an active fixation lead and they agreed. The passive lead was removed and an active fixation lead was implanted. The new lead stayed put and thresholds were excellent. At the end of the case, I found that they had disposed off the passive lead. The physicians and I felt it was probably not the fault of the lead, but pt's anatomy. The lead was actively implanted for approx 11 days.

Manufacturer narrative:
The lead was discarded, therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. A new active fixation lead was successfully implanted. The event will be re-evaluated if additional information becomes available. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.